Event description:
The customer reported that they were running their quality controls and all control results had negative or single digit values. The customer tried opening a new vial of control material and had the same issue. The customer pulled the urine toxicology screen controls and all positive controls resulted as negative. The controls were last performed at 5 p.m. On the previous day and these results were fine. The customer said that patient samples were run all night and there have not been any data flags on results. The customer stated that a technologist working a previous shift received an abnormal probe aspiration alarm and changed the probe earlier that evening. The customer opened the lid to the analyzer and noted that there was water leaking from the sample probe. The customer speculated that the probe was changed around 1900 as they continued to get the probe aspiration alarm until this time and that sample probe washes and air purges were performed during this time frame as well. When checking the analyzer, the customer found that the probe tubing was not securely assembled. The customer reattached the tubing and made sure the filter was intact. A sample probe wash and air purge were then performed. The customer was advised to perform a blank cell measurement since the customer had noted that some of the cells had liquid in them and was concerned about water sitting in the cells for an extended period of time. The customer was also advised to run controls once the blank cell measurement was complete. The customer stated that if controls were in, he would proceed with his morning run and then repeat any patient samples that may have been potentially affected. The customer determined that approximately 6 to 10 samples were affected and had discrepant results for vancomycin, digoxin, and some drugs of abuse tests. The customer provided data for a total of 7 patient samples tested for vancomycin, digoxin, amphetamines ii, and cannabinoids ii. Of the 7 patient samples, five were found to have erroneous results that were reported outside of the laboratory for vancomycin and digoxin. The repeat results for these samples were believed to be correct. Patient sample one initially resulted as 0.0 ug/ml for vancomycin and this value was reported outside of the laboratory. The sample was repeated and resulted as 13.2 ug/ml for vancomycin. Patient sample two initially resulted as 0.0 ug/ml for vancomycin and this value was reported outside of the laboratory. The sample was repeated and resulted as 14.4 ug/ml for vancomycin. Patient sample three initially resulted as 0.0 ug/ml for vancomycin and this value was reported outside of the laboratory. The sample was repeated and resulted as 3.3 ug/ml for vancomycin. Patient sample four initially resulted as 0.4 ng/ml for digoxin and this value was reported outside of the laboratory. The sample was repeated and resulted as 1.2 ng/ml for digoxin. Patient sample five initially resulted as 0.8 ng/ml for digoxin and this value was reported outside of the laboratory. The sample was repeated twice, resulting as 0.0 ng/ml each time for digoxin. The two repeat results appeared as <0.3 ng/ml in the customer's lis system. The patients were not adversely affected. The vancomycin reagent lot number was 69428701 with an expiration date of 11/30/2014. The digoxin reagent lot number was 68838201 with an expiration date of 09/30/2014. The customer declined a service visit. The customer stated that the issue was resolved after the sample probe tubing was properly attached.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The customer has reported that they have had no further issues.